Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. Prior to the procedure a baseline effusion was noted. A 30mm watchman laa closure device was successfully implanted in the laa of the patient. No complications were reported. An echocardiogram was performed the following day and the effusion showed a slight increase in size from baseline. There was no intervention that was required and the patient is fine.